Event description:
It was reported that the customer had a blood glucose level of 426 mg/dl. The customer treated herself with a manual injection. The customer received two no delivery alarms from her insulin pump. Standard troubleshooting was performed. The insulin pump functioned according to design. The issue was resolved by an infusion set change. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).